Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported that the consumer was referred to a specialist by their ecp, after the consumer had multiple eye complications. Cvi obtained the specialist's report, which stated that the patient had slept in their contact lenses for four days and developed pain and redness in both eyes. The consumer was diagnosed with corneal ulcer (1 mm and .104 depth) of the right eye, mid peripheral keratitis of the left eye, and mild iritis (ou). The consumer was prescribed hourly antibiotic drops alternating with 2 other antibiotics. The consumer has not returned for a follow up, and it's unknown if the medical event is fully resolved.